Event description:
It was reported pt was experiencing symptoms of motor and neurological impairment of both arms one day after cervical spinal stimulation implant. Pt had limited ability to grip with both hands, complained of constant sensation of pain in both arms described to feel "like fire ants" and was to be admitted to inpatient rehab unit. Add'l info reported pt had reprogramming sessions and ultimately had surgical revision of her lead and status had improved. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).